Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device after a posterior tibial artery intervention procedure using a 6f sheath. Reportedly, although no resistance was noted by the physician, a guide separation occurred during insertion of the device. The distal guide remained in the anatomy not visible to the physician for removal. Manual compression was held and protamine was administered in an effort to minimize bleeding until vascular surgeon arrived. Once vascular surgeon arrived, a cut down was performed and the distal guide was removed from the anatomy. A first string stitch was placed to achieve hemostasis. There was report of a clinically significant delay in the procedure or therapy. Due to the surgical intervention, the patient stayed an additional 24 hours in the hospital. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D1: brand name. D4: part number corrected. D4: lot number corrected.

Event description:
Subsequently to the initially filed emdr the following information was received: the reported device is a proglide not a prostyle. No additional information provided.